Manufacturer narrative:
Additional information: b5, h6: additional methods codes: device not returned (4114). Investigation/evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, were conducted during the investigation. The complainant did not return the complaint device for investigation; therefore, no physical examinations could be performed. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The device history record (DHR) for the complaint lot and relevant subassemblies revealed no reported nonconformances. A database search revealed no other complaints have been reported for the device lot. There is no evidence the device was not manufactured to specification, or that there are nonconforming devices in house or out in the field. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, no returned product and the results of the investigation, it was concluded that a component failure without design or manufacturing deficiency contributed to this incident. It is possible that excessive forces were applied to the hub while connecting attachments to it, but at this time this cannot be confirmed. Corrective actions including implementation of a gap gauge and retraining were performed. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 13jan2020 reports the hub was cracked.

Manufacturer narrative:
The leak was noted at the end of the nephrostomy tube. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported from hhs / FDA 3500a a ultrathane mac-loc locking loop multipurpose drainage catheter was used in a patient for a right nephrostomy tube exchange. After the exchange, staff noted ¿clear yellow fluid on nephrostomy tubing.¿ the operator reinforced the dressing, but the device continued to leak. Further inspection confirmed leaking from the hub. The day after placement, the catheter was replaced with a new catheter successfully. No other adverse effects were reported for this incident.